Manufacturer narrative:
Corrected data d1: brand name.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the bilateral lower and upper abdomen on (B)(6) 2018 using cooladvantage, coolcore contour. Treatment was also given on the same day to the bilateral posterior flanks using cooladvantage, coolcurve+ contour. Treatment was given to the lower mid abdomen on (B)(6) 2018 using cooladvantage, coolcore contour, bilateral oblique flanks using cooladvantage petite and bilateral posterior flanks using cooladvantage, coolcurve+ contour. The patient developed paradoxical hyperplasia (pah/ph) 5 months after the last treatment and was diagnosed peri umbilical on (B)(6) 2019. Ph was described as slight firmness and slight enlargement.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the bilateral lower and upper abdomen on (B)(6) 2018 using cooladvantage, coolcore contour. Treatment was also given on the same day to the bilateral posterior flanks using cooladvantage, coolcurve+ contour. Treatment was given to the lower mid abdomen on (B)(6) 2018 using cooladvantage, coolcore contour, bilateral oblique flanks using cooladvantage petite and bilateral posterior flanks using cooladvantage, coolcurve+ contour. The patient developed paradoxical hyperplasia (pah/ph) 5 months after the last treatment and was diagnosed peri umbilical on (B)(6) 2019. Ph was described as slight firmness and slight enlargement.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.